Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "damage or irregularities and suspects capsular contracture". Patient later reported "suspected rupture and fibrosis". Healthcare professional later reported "capsular contracture baker grade I-ii". Patient later reported "rupture". This record is for the left side. Device remains implanted.